Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after feeling pocket stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. Firmware download successfully restored the device. Normal interrogation was seen and device parameters were reprogrammed appropriately. Patient presented in clinic on (B)(6) 2017. Error message was displayed due to incorrect implant date and battery information. Implant date was corrected. It was discussed to follow up with the patient to see if battery information was all restored. Patient's device was interrogated on (B)(6) 2017 and battery diagnostic data was still incorrect. Patient was stable after the interrogation. No further information was reported.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory and occurred during the overshoot period. Overshoot period occurred as a result of excessive telemetry usage in a short period of time. The device was tested on the bench and no device anomalies were noted that would have contributed to the bvvi and incorrect implant date and battery information seen in the field.

Event description:
New information received noted that the pulse generator was checked on (B)(6) 2017 and again showing no battery data. The device was explanted and replaced on (B)(6) 2017. Patient was stable after the procedure.